Event description:
It was reported that the patient came to see the surgeon for an opinion. The surgeon suspected a broken trunion or head disassociation. The primary implants were removed and new implants put in. On 02/26/2015, the sales rep confirmed that the head dissociated from the stem and the stem was very worn. Additionally, the head was stuck in the insert. All components were revised during this procedure.

Manufacturer narrative:
An event regarding disassociation involving a citation stem was reported. The event was confirmed based on the medical records provided and analysis of the returned device. Method and results: bone ongrowth was evident on the coated surface of the stem. Trunnion wear was evident on the stem and had a rounded appearance. This damage was caused by the mechanical wear between the metal femoral head and the trunnion of the stem as a result of the femoral head becoming loose and subsequently spinning on the stem. A material analysis was performed and concluded "no material or manufacturing defects were observed on the surfaces examined." A medical review was performed and concluded: "a failure scenario has been described where cup malposition caused impingement with subluxation in the bearing which caused the grinding noises and that was responsible for an overload condition in the taper junction causing catastrophic trunnion damage in due time as reported in the mar. Device-related factors were not evident in the mar. Nothing could be learned of the cause of the loosening from the mar due to the amount of damage observed but no material or manufacturing defects were observed on the surfaces examined. As such, the most probable failure scenario is procedure-related in principal origin and quite probably not device-related although lack of information, especially x-rays, precludes to establish whether any other factors have been active as primary or secondary additional contributing factors." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a material analysis on the returned devices concluded that no material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided however a preoperative diagnosis prior to revision surgery of a "malpositioned acetabular component" is the most probable cause of failure based on the information available. Additional information, progress notes and x-rays are needed to fully investigate the event. No further investigation is required at this tim. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient came to see the surgeon for an opinion. The surgeon suspected a broken trunion or head disassociation. The primary implants were removed and new implants put in. On (B)(6) 2015, the sales rep confirmed that the head dissociated from the stem and the stem was very worn. Additionally, the head was stuck in the insert. All components were revised during this procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.